Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the survey results and could not reproduce error because the customer did not have any of the survey samples for rerun. Fse adjusted the incubator temperature and the z-axis and all qc runs completed successfully and in acceptable range. Fse was able to confirm the wash probe 1 was loose, which was causing the tip errors. Fse replaced the bf wash probe 1 assembly, successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The st aia-pack 25-oh vitamin d analyte application manual states the following: limitations of the procedure do not use hemolyzed samples. Using hemolyzed samples will give erroneous results. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 25-oh vitamin d, the highest measurable concentration of 25-oh vitamin d in specimens is 120 ng/ml, and the lowest measurable concentration in specimens is 4 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 165 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 120 ng/ml. Heterophile antibodies are known to interfere in assays of this type. St aia-pack 25-oh vitamin d has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event is due to misaligned z-axis for cup bottom in dispense lane; incubator temp needed adjustment and wash probe 1 was loose.

Event description:
The customer reported their american proficiency institute (api) 2022 first event survey results for vitamin d (vit.d) was out of range low on the aia-900 analyzer. The customer confirmed the vit.d qc is run daily and was in range prior to survey run. The customer also reported tip errors on the analyzer. A field service engineer (fse) was dispatched to address the reported event. There was no patient intervention or adverse health consequences due to the event.